Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation as it remains implanted. However, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to the unavailability of applicable imagery/medical record. It should be noted that the sapien 3 ultra thv was deployed in pulmonic position. Pulmonic procedure is currently only indicated for use with the sapien 3 thv with the commander delivery system (ds). Therefore, this was off-label operation. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, 'post transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, it was noted that there was severe central leak. During initial valve deployment, the team did not look under fluoro. Instead, they post dilated with a larger balloon. This caused an over expansion of the valve leading to central leak. The team decided to perform a valve in valve procedure to treat the central leak.' Per the training manual, post dilation poses an associated risk of central regurgitation and is identified as one of the potential root causes of this event per technical summary. Additionally per training manual, if post-dilation is needed, it should be performed with the same balloon. In this case, a second inflation (post-dilation) was performed with a larger balloon in response to not maintaining proper visualization during initial deployment (thv was likely under-expanded after first inflation). This likely resulted in increased valve diameter (over expanded), which can prevent proper motion of the thv leaflets and lead to central regurgitation. As such available information suggests that procedural factors (post-dilation, valve over expanded) may have contributed to the reported event. Technical summary is applicable to this reported event because post-dilation and valve over expanded are identified as one of the potential root causes of regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing. It should be noted that the sapien 3 ultra valve is indicated for implantation in the aortic position. Deployment of the sapien 3 ultra valve in the pulmonic position is not indicated per the labeling. Therefore the common device name, device product code, and PMA/510(k) number reflect the indication position.

Event description:
As reported by the field clinical specialist (fcs), post transfemoral tpvr procedure with a 26mm sapien 3 ultra valve, it was noted that there was severe central leak. During initial valve deployment, the team did not look under fluoro. Instead, they post dilated with a larger balloon. This caused an over expansion of the valve leading to central leak. The team decided to perform a valve in valve procedure to treat the central leak.